Manufacturer narrative:
.

Event description:
It was reported that the seat of a commode cracked and pinched the user. Upon follow up, the user is well and did not seek medical attention. No additional information.